Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 3006705815-2021-00492. It was reported that the patient¿s system began auto reducing due to the leads migrating. The issue was observed via x-rays. It was noted that the patient had a traumatic fall. As a result, the patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy was established post-operative.